Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient experienced pump protrusion at the umbilicus, causing pain. A revision surgery was subsequently performed on (B)(6) 2016 to resolve the pump movement within pump pocket issue.